Event description:
The source literature reported that a patient with a complex medical history required a cranial magnetic resonance imaging (cmri) scan to detect microbleeds. The physician was concerned regarding the use of cmri due to the implanted cardiac resynchronization therapy defibrillator (crt-d) system and capped leads in-situ. It was stated that the current device was implanted in 2017 due to normal battery depletion of the previous device. During this replacement procedure, the physician also elected to surgically cap and abandon the pacing-sensing portion of right ventricular (rv) and left ventricular (lv) leads. The rv lead had exhibiting unspecified sensing issues due to insulation damage and the lv lead had fractured. New lv and rv leads were subsequently implanted to complete the procedure from 2017. Recently, the cmri was performed successfully with the implanted device appropriately programmed to the MRI mode. After the procedure, the system was functioning normally with no changes from the imaging. The patient's cranial scan also showed no evidence of cranial microbleeds and is continuing with normal follow-ups. At this time, a portion of the previous rv and lv leads remain implanted, but capped and out-of-service.